Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) was implanted the patient experienced blurred vision and "shadow blocking." Fourteen months after initial implantation the lens was exchanged. Additional information was requested.